Manufacturer narrative:
There was no evidence that a systematic or intermittent instrument issue or a reagent issue caused the problem. Further investigation did not identify an issue with the transfer head part. In the picture provided there is corrosion visible at the plugs and fluid is apparent. The crack on the transfer head must have been caused by tightening the valve attachment screws with excessive force.

Manufacturer narrative:
Na.

Event description:
The customer initially complained of questionable quality control results for various tests on the integra 400 plus instrument. During troubleshooting steps, the customer received a hardware error and smelled a burning odor. No smoke was produced. During a service visit by the field service engineer (fse), a burnt relay to the circuit board was identified. No adverse event occurred. The root cause was determined to be a crack in the acrylic block on the transfer head. Fluid eventually leaked onto the circuit board and valve on the transfer head creating an electrical short resulting in the components overheating. This excessive heat caused physical damage to the transfer head and circuit board. Multiple parts were replaced. Quality controls were acceptable and no further issues have occurred.

Manufacturer narrative:
The field service engineer indicated that valves may have been replaced at one time causing the crack in the block. If the screws for the valves are screwed into the block using excessive force, this could cause a small crack, eventually spreading, resulting in a fluid leak.